Manufacturer narrative:
Additional information received: medwatch report (B)(4). "Admission from the emergency department presents with new onset headache, nausea & 1 episode vomiting without altered mental status concerning for shunt malfunction. Head CT impression: new discontinuity of shunt at the level of neck, with distal portion of catheter retracted and fragments over right ventricle region. CT chest + for pulmonary (pulm) artery embolization of ventriculoatrial shunt fragments, with 2 discrete shunt fragments 1 in right and left main pulm artery extending into left descending pulm artery branch & additional discrete fragments within left descending pulm artery branch. Lungs clear. A few days later, the patient was sent to the or for shunt replacement(vps) & then went for retrieval of shunt in pulm artery. Did well no complications." Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA (B)(4) and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6) , director of regulatory programs, office of product evaluation and quality and (B)(6) , assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.

Manufacturer narrative:
Sample was received for evaluation. DHR - product code 82-1676 with lot 185640, conformed to the specifications when released to stock UDI: (B)(4). Manufacturing date 23rd august 2018. Expiration date: 28th february 2023. Failure analysis - the test performed on 30 catheters showed that the extremity of the catheters broken were torn and didn¿t looked like to clean cut with dent as observed on the complaint sample. Based on that so we can suspect that the catheter breakage involved in this complaint could be due to a cut with scalper or a bad suture occurred during the surgery. The possible root cause for the problem reported by the customer could be due to a cut with scalper or a bad suture occurred during the surgery. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the device was implanted on (B)(6) 2015 and explanted on (B)(6) 2019. Fragments in left pulmonary artery.